Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically revise due to unknown reason. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dropped, and the physician opened the pocket and re-placed the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information. Revision to the initial MDR in block b5 event description.